Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
The aware date in previous emdr was inadvertently reported as 27march2024. The correct aware date is 25march2024.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.